Event description:
Balloon leaking during prep interlumen leakage while prepping the device, scrub nurse saw the prepping solution coming from the catheter tip.

Manufacturer narrative:
Manufacturer (accellent) evaluation results confirmed evaluation results from edwards lifesciences. The device balloon was inflated with 2cc of water and there is a leak in the balloon. Colored water was then introduced into the balloon to try to determine where the leak was coming from. It is confirmed that the balloon is leaking from the distal balloon bond. Water was introduced through all of the device lumens and the water flows from where it should with no defects. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Customer reported that the room temperature incubator was reading 37 degrees when the expected temperature should have been 24 degrees. Incident occurred during verification of temperatures; prior to patient testing.

Manufacturer narrative:
Customer report was confirmed. Balloon inflated but did not maintain inflation due to leakage across distal bond. Leakage occurred through a channel, above pressure lumen. Balloon appeared intact.